Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report abnormal receiver behavior that occurred on (B)(6) 2015. Patient stated the receiver vibrated to signal a alert. When he looked at the screen, no error was displayed.the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).